Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level dropped to 49 mg/dl and went up to 402 mg/dl. The high pressure test did not pass. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, operating currents, selftest, off no power, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Motor passed motor test. No motor error alarm. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and partially broken reservoir tube lip.